Event description:
Medical records received indicated the aortic valve prosthesis appears to be malfunctioning and had reduced motion, leading to at least moderate regurgitation. Patient was reported to be asymptomatic. Note patient had required annular enlarging at time of original operation with cormatrix patch. Patch no longer evident on tee, suggesting neo-annulus has formed. Physician reported the patient would be safely managed for now with medical therapy for the aortic regurgitation. This may include anticoagulation with coumadin. A one year follow up has been scheduled.

Manufacturer narrative:
Physician reported the patient would be safely managed for now with medical therapy to treat the aortic regurgitation. This treatment may include anticoagulation with coumadin. At this time no surgical intervention is placed and patient has been scheduled for one year follow up. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Engineering evaluation of the event confirmed the complaint. An edwards manufacturing defect was not confirmed. The cause of the event cannot be conclusively determined; however, patient and/or procedural factors likely played a role in the reported regurgitation.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Echo imaging was received and evaluated by a consultant who had the following echo imaging impression: echo indicates moderate aortic regurgitation seen on tee. The features of the ar (with a jet origin outside the sewing ring; and an eccentric course, tracking essentially parallel to the plan on the aortic valve annulus) suggest a paravalvular origin. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Based on the information received the cause cannot be determined. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Edwards received information a patient with a 19mm aortic valve implanted two years, 11 months, was reported to have abnormal regurgitation of the bioprosthetic valve. The non-coronary cusp of the aortic valve prosthesis appears to be malfunctioning, leading to at least moderate regurgitation. Patient is being considered for intervention to treat the aortic valve.